Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device drain 2. The home patient (hp) stated they did not aseptically disconnect when they were in dwell. The hp had reconnected. The technical service representative (tsr) advised the hp to use aseptic technique when connecting and disconnecting from machine. The tsr instructed the hp to start over with new supplies. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect to therapy after properly disconnecting. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.